Manufacturer narrative:
It was reported that the customer was walking to the bathroom at approximately 6am and on the bathroom floor when the front right wheel of the rollator broke off, the customer fell to the floor hit his head on the bathroom cabinets and broke the three small toes on his left foot. The customer's family member stated that the fall was unwitnessed, the customer has a known history of parkinson's disease and they do not know if the device broke and the customer fell or if the customer fell on the device resulting in the device breaking. The family member purchased the rollator from (B)(6) approximately one year ago, the customer uses the device daily and has not had issues with the device since the purchase. The customer was taken to the emergency room by family members where the customer was evaluated. X-rays were performed which confirmed the diagnosis of the fractured toes. The emergency room physician taped the three small toes and referred the customer to a podiatrist for follow up care. No additional injuries were noted by the emergency room physician. The customer's family reported that no additional medical intervention or follow up medical care was obtained by the customer related to the broken toes. The sample was returned for evaluation and the broken wheel appears to be the result of external impact to the device. No additional information is available. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the rollator's front right wheel broke resulting in the end-user falling and fracturing the three toes on the left foot.